Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A revision usage sheet was provided for the patient's left knee. Rep notes on the sheet indicate: "size 2 16mm ts poly was removed. Size 2 19mm ts poly was implanted. Reason: instability. No further information will be released due to hospital policy."